Event description:
The physician was using the stryker cranitome drill. The drill was noticed to be getting very hot in the hand of the surgeon (the physician has had this happen before, so he quickly handed the drill off and obtained a second drill). The second problem with the drill is that everyone removes cord from drill console. The hand piece plugs in easily but almost everyone has to "yank" extremely hard to get hand piece out. It is not a push pull out this does not seem safe and always at end of case.======================manufacturer response for stryker cranitome drill, stryker core crani/spine drill (per site reporter).======================will send follow-up information, stryker has been incredibly responsive to the follow-up concerning the prior alerts that our institution has completed.what was the original intended procedure?using the drill during a neurosurgery procedure.device #1is this a laboratory device or laboratory test?no.